Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for essential tremor and dbs therapy indications. It was reported that they had to continually increase the amplitude about every two months and feels like they are getting worse when they got the last device implanted. They wondered if the deep brain stimulation (dbs) surgery didn't work or had minimal effect for them. They had noticed slowed speech and their iq went from 147 to 100. They are concerned about continuing to increase the amplitude. Whenever they change the intensity of it at the doctor's office, they would feel a shocking or electric sensation so they can't go higher. The shocking sensation resolved by backing it down, and they confirmed this did not occur when adjusting the amplitude on their own. The caller was redirected to follow-up with a healthcare provider (hcp) to discuss the appropriate next steps. No further complications were reported or anticipated with this event.